Event description:
Tamponade most likely caused by initial lead placement. The lead was repositioned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.